Event description:
It was reported that this right ventricular (rv) lead exhibited noise and oversensing. Due to this, inappropriate anti-tachy pacing (atp) was delivered. It was determined that the lead experienced fracture. It was decided to explant and replace this lead. This lead was disposed; therefore, it is not expected to be returned. No further adverse patient effects were reported.